Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was 460 mg/dl. The patient experienced cotton mouth and frequent urination as symptoms of their hyperglycemia. The patient treated via insulin pump therapy and manual insulin injection. The customer's blood glucose was also 410 mg/dl earlier in the day. Troubleshooting did not occur for the high blood glucose. The insulin pump was not returned for analysis.